Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain ") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (first of one or more surgeries to remove one or more essure coils ). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("patent right fallopian rube. The essure wire is in the peritoneal cavity."), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/patent right fallopian tube". The patient's medical history included parity 4. Previously administered products included for an unreported indication: depo shot and nuvaring. Concurrent conditions included multigravida. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ stomach pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and swelling ("swelling"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, abdominal pain upper and swelling outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case 2018-228228 findings: 1. Anteverted uterus. 2. Normal uterine cavity. 3. Right tubal ostium with five trailing coils at the conclusion of the procedure, 4. Left tubal ostium with four trailing coils at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded)patent right fallopian rube. The essure wire is in the peritoneal cavity; on (B)(6) 2008: unilateral occlusion (left tube occluded)patent right fallopian rube. The essure wire is in the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("patent right fallopian rube. The essure wire is in the peritoneal cavity."), pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/patent right fallopian tube". The patient's medical history included parity 4. Previously administered products included for an unreported indication: depo shot and nuvaring. Concurrent conditions included multigravida. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ stomach pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and swelling ("swelling"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, abdominal pain upper and swelling outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient experience another pregnancy episode which captured under case (B)(4). Findings: 1. Anteverted uterus. 2. Normal uterine cavity. 3. Right tubal ostium with five trailing colis at the conclusion of the procedure, 4. Left tubal ostium with four trailing colis at the conclusion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded)patent right fallopian rube. The essure wire is in the peritoneal cavity; on (B)(6) 2008: unilateral occlusion (left tube occluded)patent right fallopian rube. The essure wire is in the peritoneal cavity. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia),pregnancy (stillbirth or miscarriage), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain ,stomach pain,swelling and patent right fallopian rube.the essure wire is in the peritoneal cavity.were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.